Event description:
It was reported that a clearlink non-dehp solution set was leaking at the y-site during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction for h7 and h9: information is being removed from h7 and h9 in the initial MDR. No remedial action was taken for this event and this device is not involved in a correction and removal activity from the field. H10: should additional relevant information become available, a supplemental report will be submitted.